Manufacturer narrative:
The problem was resolved after an onsite visit, performed by an olympus field service engineer (fse). The fse confirmed that the easy port was not getting power. To resolve the problem, the fse reprogrammed the easy tpo to ela. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that easy port 1 of the boom was not working (no video image). There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was caused by a setting error of the signal converter. The device was not returned for analysis. Olympus will continue to monitor field performance for this device.